Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the long bipolar grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken black conductor wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. Sacrocolpopexy surgical procedure was performed by the surgeon. Dr. Ogura was present at the console. The damage was first observed intraoperatively during grasping and the nurse noticed it through the vsc monitor. The instrument was peeled. The wire was exposed due to damaged insulation. The cable was intact. There was no loss of cautery associated with damaged cable, no signs of thermal damage at site of insulation damage, no arcing observed during the procedure, no instrument collision with any other instrument or tool during the procedure, no problems removing the instrument through the cannula. The instrument was available for return to isi for evaluation. The procedure was completed with the backup instrument. There was no patient injury as a result of the instrument issue. No photographic images of the device or a video recording of the procedure available for isi review. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.